Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump would not prime and no delivery and motor alarms were received. Customer does not recall any significant events leading to the error. Customer's blood glucose was 484 mg/dl at the time of the incident. Troubleshooting was done for priming and the customer was able to rewind pump and run manual prime and was resolved. Customer indicated that it did not alarm. Customer indicated that the device was performing as designed and to monitor pump if any further issues.